Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads come loose during brushing...injured [injury]. Brush heads come loose during brushing - oral-b [device connection issue]. Case narrative: male consumer via phone stated that oral-b toothbrush heads came loose from their oral-b pro 3000 toothbrush during brushing. He injured himself. No serious injury was reported.

Manufacturer narrative:
Complained product received user handling was identified as root cause for the complaint.

Event description:
Brush heads come loose during brushing...injured [injury] brush heads come loose during brushing - oral-b [device connection issue] case narrative: male consumer via phone stated that oral-b toothbrush heads came loose from their oral-b pro 3000 toothbrush during brushing. He injured himself. No serious injury was reported. 06-sep-2022 case update: the concomitant product lot was 3maf 70512034. No serious injury was reported. 01-mar-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3756 pro 3000. The concomitant product was confirmed to be oral-b power power oral care refills. No serious injury was reported.